Event description:
It was reported that insulin pump was alarming "auto off". Insulin pump began to alarm "battery out limit" due to changing batteries. It was also reported that customer went swimming with insulin pump attached. Insulin pump passed self-test. Customer's blood glucose was 297 mg/dl. It was advised that insulin pump would be replaced due to exposure to moisture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The auto off was programmed for one hour and monitored. No unexpected auto off alarm was noted. The auto off feature was working properly. The insulin pump passed the self test and the displacement test. No battery out limit alarm was noted. All operating currents were within specification. No moisture damage was noted on the electronic and motor assembly. The insulin pump had minor scratches on the display window.